Event description:
It was reported that during preparation for a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. When the tip of the sheath was submerged in saline and aspirated, a lot of air bubbles were constantly being sucked in the device. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
This is supplemental MDR to report investigation results. The device was returned for analysis. Analysis of the device found the flush lumen to be torn where the adhesive filet bonds the flush lumen to the valve hub of the sheath, resulting in a significant leak path from the flush lumen line. Inspection of the hemostatic valves found no abnormalities, confirming the flush lumen defect to be the main cause of the leak from the handle cap. The complaint for visible air/bubbles was confirmed through analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. When the tip of the sheath was submerged in saline and aspirated, a lot of air bubbles were constantly being sucked in the device. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.